Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 3 years ago. The aneurysm and vessels from the time of implant were reported to be severely calcified. It was reported that films showed the ipsilateral stent graft which was on the right side was not apposed to the iliac artery and created a distal type 1 endoleak. The endoleak was attributed to disease progression. There was also a type 3 fabric endoleak in the middle of the graft 2.5cm below the flow divider and this was attributed to calcification in that area. Currently, the aneurysm is 5.4 cm in diameter. An endurant iliac limb was implanted to resolve the type 3 endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, disease progression, calcification. Conclusion: disease progression, calcification.